Event description:
It was reported that in 2002, the patient underwent a c-section for the delivery of a healthy boy. The fascia was closed with panacryl sutures. Ten days later, the patient reported drainage from the right side of her incision. Three months later, the patient reported painful bumps above the incision line. Between two monts to one month later, she continued to have splitting and discharge at the incision site. The patient underwent surgery in 2002, to revise the site of the incision. The patient presented again to treat an infection the next month. Three months later, the patient's incision continued to drain pus and blood. The doctor noted separation of the incision and small areas of campus fascia sticking through the skin. In 2003, the patient had additional panacryl sutures removed from the left pole of the incision.

Manufacturer narrative:
Date sent to the FDA: 02/15/2008. Conclusion: since there is no product available for evaluation and the product lot number is unknown, the investigation of this complaint is limited and we are unable to draw a conclusion. Should additional information become available a supplemental 3500a will be submitted accordingly.